Manufacturer narrative:
New information was received on 10/03/2019, making this complaint reportable. The original complaint said the caster could not be removed from the lift, but when speaking to the dealer, he said that the bolt was bent and stripped, and the caster was hanging on by a thread.. This device was not evaluated by invacare. Based on the available information the most likely underlying cause is consistent with the failure mode that was previously investigated via mci 18-016 which has been attached to the record. The investigation found that the root cause of the caster hardware failure was poorly defined dimensional, material, and torque specifications, so corrective actions were implemented to update these specifications. Additionally, voluntary field action z-0549-2019 was issued to notify dealers/users of the potential for the mounting bolt connecting the caster to the base frame of the lift to become loose. Loose hardware can then cause wear to the hardware and housings. If left unresolved, the caster may separate from the base of the lift. Failure does not occur right away but happens over time if the lift is not properly maintained. The field action reiterated to dealers/users the importance of maintaining the lift in accordance with the device's instructions, to inspect the lift for loose fasteners/hardware, as required in the user manual, and to tighten any loose hardware after inspecting for damage that would require replacement of the lift base. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual (part 1024492 rev g). Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. Should additional information become available, a supplemental record will be filed. The device was manufactured by invacare rehabilitation equipment co. (Suzhou); however, they are no longer in business. The manufacturing of these lifts has since transitioned invamex. Therefore, the MDR is being filed under invamex.

Event description:
The dealer reported that the left rear caster on a 9805 lift, seems to be stripped and they cannot remove it from the base frame.